Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawers were not unlocking to retrieve medications. A technical support specialist reviewed the medication application (medapp) logs, found error in the case comments, repaired the medapp, turned off power saving option from 2nd network card settings and rebooted the stations to resolve the issue. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es user was unable to dispense, but drawers were not unlocking to retrieve medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.